Event description:
It was reported that the ilet user experienced sustained hyperglycemia with the pump indicating ¿high,¿ and a confirmatory fingerstick measured 564 mg/dl. The user transitioned from the pump to subcutaneous insulin by pen with subsequent downward glucose trend. Symptoms included hyperglycemia with associated headache and tiredness. Outcomes included no hospitalization and resolution trend after switching to multiple daily injections and hydrating. Investigation included customer support troubleshooting, guidance on ketone assessment, hydration, temporary pump disconnection, and replacement of infusion sets, along with follow-up confirming improvement. Investigation of this case revealed an unclear cause of hyperglycemia, with no device hardware malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.